Event description:
It was reported that the device was used during a diep flap. The device when firing the clips were deployed, however the tissue was being torn. No repair was required for the tissue. There is a "hitch" in the firing mechanism causing excessive force when firing. Surgeon stated that approx 2 out of 10 clips had this result. Another device was used to complete the case. There was no adverse consequence to the pt. Device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.